Event description:
It was reported that approximately twenty four hours post implant during device check, during re-programming of left ventricular (lv) lead no capture was observed and lead dislodge was noted. The lv was re-positioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.